Event description:
It was reported that the patient presented in the operation room for a pacemaker upgrade procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead was experiencing over-sensing noise leading to intermittent pacing inhibition, as well as high pacing impedance. The rv lead was capped and replaced with alternate rv lead on (B)(6) 2023. The patient's condition was stable.